Event description:
It was reported that after the lead replacement, noise was observed on the device. The patient received inappropriate shock when not in ventricular tachycardia (vt). Programming changes were made to reduce the noise, but additional noise episode was observed in a few days later. Merlin download was not successful. When the patient presented in clinic for device replacement, the device was observed migrating inferior and lateral. The noise can be induced by shaking pocket area. The device was explanted and replaced. Normal electrical values on the leads were measured. The patient was stable prior, during and post procedure.

Event description:
New information received notes that ventricular sensing and capture threshold were different via pacing system analyzer (psa) and the device.

Manufacturer narrative:
Additional information: the reported field event of noise was confirmed in the laboratory upon reviewing stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.